Manufacturer narrative:
(B)(4) the explanted leads were not returned to neuropace for analysis. However, review of the device ecog and lead impedances confirmed that the ecog data are suggestive of a potential lead break in both leads.

Event description:
A review of the patient's ecog data indicated signal artifact on the left depth lead (port 1) starting on (B)(6) 2018, suggestive of a possible lead break. The patient was scheduled for a routine rns neurostimulator replacement and replacement of the lead in (B)(6) 2019. Subsequently, the patient's right depth lead connected to port 2, demonstrated similar issues starting on (B)(6) 2019 . No information regarding seizure-related trauma or other potential causal factors resulting in the lead breaks were provided by the treating center. During the surgical procedure on (B)(6) 2019, both leads were removed and two new depth leads were implanted and connected to the rns neurostimulator without complication.